Event description:
The reporter stated the surgeon inserted aa4203tl toric optic silicone single piece lens. Stated the lens ripped during insertion into the pt's eye. Lens was removed with no pt injury. No widen incision and no suture required. A competitor's lens was implanted.

Manufacturer narrative:
(B)(4).